Event description:
A customer obtained a falsely low total beta-hcg result on a cap proficiency sample. An initial result of 378 mlu/ml was obtained. The same proficiency sample was repeated after being stored frozen for 7 weeks. The repeated result of 524 mlu/ml was within the peer group range (485 to 660 mlu/ml). There was no report of patient harm as a result of this event.